Event description:
Boston scientific received information that the patient presented to the emergency room due to syncope. Upon evaluation it was noted that the lead safety switch had been triggered for the right atrial (ra) lead due to a sudden decrease in pacing impedance to below 200 ohms. Intermittent capture and oversensing of noise was also observed which was thought to be due to a lead fracture. Subsequently a revision procedure was performed where the ra lead was explanted. During the revision procedure when the lead was tested with the pacing system analyzer (psa), the impedance did not go below 200 ohms but measured close to 200 ohms and went again to its normal value. It kept fluctuating almost with every heartbeat. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.